Event description:
Event description guidant received information that the patient implanted with this lead system underwent surgery for a ventricular assist device. The patient developed pericardial and pleural effusion post procedure.